Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, loss of capture was noted when the patient took a deep breath. High capture threshold, unchanged from implant, was noted. The lead was reprogrammed, and the issue was resolved. The patient was asymptomatic.

Manufacturer narrative:
This report should not have been reported as a medical device report (MDR) as this product is not sold or distributed in the us.